Event description:
Ligasure impact lf4200 was used during abdominal hysterectomy until the jaws locked in the closed position. Physician requested new lf4200. New lf4200 was opened.what was the original intended procedure?abdominal hysterectomy.device #1is this a laboratory device or laboratory test?no.